Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted: part: 310.509; lot: l801256; manufacturing site: bettlach; release to warehouse date: 07.mar.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device evaluated by MFR: a product investigation was conducted. Visual inspection: the visual inspection has shown that approximately 3 mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The shape of the existing flutes clearly indicates over-torquing prior to the breakage as the flutes are untwisted, which indicates a blockage of the drill bit. Also it is visible that the drill bit was bent before it broke. Dimensional inspection: outer diameter was measured per relevant drawing and was confirming. Core diameter: cannot be verified anymore due to the damage. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the sub-component 60036882 is not lot tracked. Therefore the last three potential work orders (16003502, 15981111 and 15944967) that were produced prior to lot l867545 were reviewed. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. The review has shown that with stainless steel the correct material was used. The measurements of the hardness after the hardening procedure were within the specification. The broken surface is homogeneous what indicates material conformity as well. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in march 2018 according to the specification. We are not aware of any other complaint for this article- and lot combination. This and the condition of the received drill bit speaks against a manufacturing related issue. Based on the appearance of the flutes we assume that the drill bit did get stuck during drilling and that finally too much torque in combination with lateral stress caused a mechanical overload. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The incorrect date received by manufacturer was inadvertently utilized in initial medwatch. The correct date is march 18, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had an open reduction and internal fixation (orif) surgery for distal radius fracture using with an unknown variable-angle (va) locking compression plate (lcp) two-column volar distal radius plate and the drill bit in question. After fixation of the distal area of the plate, the surgeon used the drill bit to drill the proximal bone. However, when the surgeon extracted the drill bit after drilling, the drill bit broke. There were no pieces left in the body and the doctor confirmed it by image diagnosis. The surgery was completed successfully. The procedure and patient outcome were unknown. Concomitant medical products reported: unknown va-lcp two-column volar distal radius plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).